Manufacturer narrative:
Product event summary # the shoulder pack was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the shoulder pack passed visual inspection and functional testing. As a result, the reported event could not be confirmed. With review of the reported information and evaluation of the returned device with no confirmed malfunction, a root cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the shoulder pack's clip, or snap hook, was damaged. The shoulder pack was not returned for evaluation. A review of the manufacturing documentation confirmed that the shoulder pack met all requirements for release. Applicable risk documentation and experience with events of similar circumstances were considered; events with damaged snap hooks can be attributed, but not limited to deterioration and/or due to the handling of the pack. The unit, however, was not available for analysis. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The patient shoulder pack is used to safety secure, store and carry the controller and batteries. It can be used in or out of the hospital, when resting, sleeping or ambulating. The instructions for use (IFU) and patient manual caution the user to use only heartware supplied components with their heartware system. Users are instructed that the shoulder pack can be washed by hand using a mild detergent and cold water, or machine washed using the delicate cycle. Users are instructed to not use bleach and to allow it to air dry. Users are further warns to not used a clothes dryer and to make sure that the pack is completely dry before use. In addition, they are guided to inspect it for damage or wear before each use. Lastly, users are instructed to return any damaged components to the manufacturer. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the karabiner hook on the patient's shoulder pack was broken. The shoulder pack fell to the ground causing pain at the driveline exit site. The shoulder pack was subsequently replaced with no further consequence to the patient. The pain did not require medical intervention. There was no damage noted to the controller and/or power sources. The drop did not result in driveline disconnection or loss of power to the system. The patient followed the instructions for use (IFU) for care of the shoulder pack.